Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Patient was being treated for an internal carotid artery aneurysm. The coil was advanced mostly into the aneurysm when it was pulled back for repositioning. At this point, the coil would not back out and detached unintentionally. Ninety percent (90%) of the coil was in the aneurysm and ten percent (10%) migrated out. A snare was used in an effort to retrieve the remaining 10% of the coil but it stretched down into the aorta. It was further described that most part of the coil that migrated out was extracranial. Additional information received on (B)(4) 2011 indicated that the patient was fine post-op, no medication was prescribed and hospitalization was not prolonged in relation to this incident.